Event description:
It was reported patient underwent a left revision hip arthroplasty on (B)(6) 2012 where a biomet modular head was implanted into a competitor acetabular component. A subsequent revision procedure was performed on (B)(6) 2012 due to pain. The modular head and a biomet femoral stem were removed.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, "pain and/or loss of function."